Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intravenous vancomycin (500 mg every five days; duration not reported) and intravenous tazar (4.5 g twice a day; duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, vancomycin and tazar treatment were ongoing. The patient¿s outcome was unknown. No additional information is available.